Event description:
It was reported that the customer went to bolus at 130 mg/dl and then she noticed her reading peaked at 233 mg/dl before staying there and dropping much slower than she anticipated. Customer had two 1u ez boluses. She changed her set and did not see any bends or kinks in the tubing. Customer noted there were air bubbles in the reservoir and potentially one at the end of the line. Customer noticed bubbles forming in the line but is only now calling for it. Customer stated that it has been over 90 degrees recently. Customer does not let the insulin normalize. Customer was explained that cold insulin can outgas in the reservoir and cause air bubbles. Customer was suggested to let the insulin normalize before use and to keep it in a cool, dark place such as a drawer or cabinet. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).